Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device doesn't prime, intermittent/inaccurate volume. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing tamper seal and in good condition. During functional check, the reported complaint was not duplicated. Tested the pumps and no issue found with keypad priming. Running three accuracy tests, the pump was found to be within manufacturing specifications. The root cause was unknown, no action taken.